Event description:
The pt presented with altered mental status. The pt was tested and the following blood glucose comparisons were obtained: 207mg/dl (accu-chek inform system 1) and 56mg/dl (lab); 228mg/dl (accu-chek inform system 2) and 92mg/dl (lab); 181mg/dl (accu-chek inform system 1), 188mg/dl (accu-chek inform system 2), and 72mg/dl (lab). All aforementioned tests were obtained within 10 mins. The pt was treated with d50 after the lab results of 56mg/dl and 72mg/dl. His mental status improved dramatically after the second dose of d50. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek inform system 1. Reference medwatch with a1 pt for suspect device accu-chek inform system 2.